Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the pump began malfunctioning at the beginning of the year in 2019. It was noted that a volume discrepancy had occurred and almost half of the medication was missing due to a leak. The patient became very ill with worsening pain and lethargy that resulted in it having to be replaced. When the device was removed it was completely empty and no alarm had sounded. No further complications have been reported as a result of this event.